Event description:
It was reported that during use in a procedure at the user facility, a burn occurred to the patient's thigh while using the smoke evac pencil. It was further reported that the burn was treated with an ointment. The procedure was completed successfully, without any delay.

Event description:
No new information.

Manufacturer narrative:
H6: the device returned and quality investigation is complete.

Manufacturer narrative:
D9: product was returned. Additional supplemental will be filed if investigation results changed.

Event description:
No new information.